Event description:
It was initially reported that the device was displaying the service light and it would not pass the user test. There was no pt use associated with the reported failure. Upon initial evaluation by physio-control, it was observed that the device would reset itself.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The user/ interface flex assembly was replaced and then, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly. It was observed that the flex at plug connector, designator p21, pin c2, was torn, and would not make contact with the flex land.